Event description:
Customer reportedly received results of 514 mg/dl and 129 mg/dl within 5 minutes on two different performa nano meters. The same vial of test strips was used for each result. No adverse event reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.